Event description:
It was reported that during a hand assisted laparoscopic splenectomy, the surgeon stated at end of case before done, the disc tore and the dial became separated from the internal ring. Completed without another device. No pt consequences.